Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pocket infection. It was noted that an antibacterial absorbable envelope had been implanted. It was also noted that the right ventricular (rv) lead had exhibited elevated/ unstable thresholds. The patient was treated with antibiotics, and a leadless implantable pulse generator (ipg) was later implanted. No further patient complications have been reported as a result of this event.